Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump alarmed for unexpected restart. The customer's blood glucose level was 182mg/dl. The customer's alarm history showed the presence of unexpected restart and external ram crc error alarms. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to a component on the interface board that had a voltage leak. However, the insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No a17 alarm noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.